Event description:
The product analysis on the returned generator was completed, and the reported low output current was not duplicated in the product analysis (pa) lab. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. A review of the decoder data revealed that the generator was able to deliver intended magnet and auto stimulation output currents; however, the decoder supports a low normal mode output current condition. No other anomalies were identified, and no contributory factors/failures to the low output condition were present. Additionally, it was confirmed that no magnet was present at the time of stimulation. No other relevant information has been received to date.

Event description:
The patient was originally referred for a prophylactic battery change. During pre-operative diagnostic testing, it was discovered that the previous generator showed a battery life of 5-11% and the output current registered low. The generator was explanted and replaced. After applying ohm's law with the observed impedance value, it is expected that the device would be able to deliver the programmed output current with the given lead impedance and normal device variation in impedance accuracy and maximum output voltage. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. The generator has been received by the manufacturer for product analysis. Analysis is underway but has not been completed to date. No other relevant information has been received to date.